Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) unit had display screen disturbance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that during routine inspection the cs300 intra-aortic balloon pump (iabp) had display screen distortion. Getinge field service engineer (fse) evaluated the unit and confirmed the issue and fse replaced the video receiver and video receiver cable to resolve the issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had display screen disturbance.

Manufacturer narrative:
Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.

Event description:
N/a.